Manufacturer narrative:
The hillrom technician found the vest 105 needed to be replaced. The vest® airway clearance system, model 105 was developed to provide effective airway clearance therapy. The system consists of an inflatable garment attached to an air pulse generator that rapidly inflates and deflates the inflatable garment. This causes the chest wall to be gently compressed and released, which creates airflow within the lungs. This process moves the mucus toward the large airways where it can be cleared by coughing or suctioning. This type of airway clearance therapy is referred to as high frequency chest wall oscillation (hfcwo). Based on the investigation , device did not complete a normal mode therapy, the device did not start, it displayed error code 6. Opened the device for visual inspection: blower manufacture date: 29jul2015. Tabs are intact, clips are intact, nothing broken. The blower cavity, and the inside of the device is very dirty, and coated with white chalky substance. The device malfunctioned, component q9 on the pcba is burnt and blistered, black smoke stain observed. The "smoke smell" complaint is confirmed. Device will be kept in our lab for 6 months before scrapping. The technician replaced the controller vest 105 to resolve the issue. Based on this information, no further action is required.

Event description:
Hillrom received a report from a hillrom technician stating the device had a smoke smell. The device was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).